Manufacturer narrative:
The customer already has a second-generation liquid crystal display (lcd) but will order the other 5 parts needed to complete the repair (nec lcd cable, user interface (ui) printed circuit board assembly (pcba) to lcd cable, ui pcba, lcd tray, and m2x3 socket hd screw). Further case information regarding the repair and operational status is still pending, and this investigation is still ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further case information regarding the repair; however, no response was received. It is therefore unknown what the outcome of the reported issue was, and no further information could be obtained. The investigation concludes that no further action is required at this time. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the display was dark and not working. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the display was dark and not working. The remote service engineer (rse) provided the customer with part number of the replacement user interface (ui) assembly for repair and advised the customer to make sure that the device had software version 2.10 or higher. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
The repair for this device cannot be conducted at this time due to a backorder status of the replacement user interface (ui) assembly needed for correction. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When the part becomes available, the repair will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
The customer called technical support again to request the device to be repaired by a field service engineer (fse) as the user interface (ui) assembly is on backorder. The device has a first-generation liquid crystal display (lcd) and needs to be upgraded to a second-generation lcd. The rse provided the customer with the part numbers of the replacement parts needed to upgrade the first-generation ui assembly to a second-generation lcd--since the ui assembly is currently not available, the customer requested that the fse order all the replacement parts so that the device can get up and running. The rse therefore created an onsite work order (wo) for the customer to have the fse dispatched onsite to service the device. This investigation is still ongoing.

Manufacturer narrative:
Multiple attempts have been made on 05nov2025, 19nov2025, and 05dec2025 to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Manufacturer narrative:
Per good faith effort (gfe) response received on 29dec2025, the biomedical engineer (bme) informed that the user interface (ui) assembly has been ordered and has been on order for two months from all parts medical. The bme has not received the ui assembly to perform the repair. The repair is still pending, and this investigation is still ongoing.